Manufacturer narrative:
(B)(4). Batch # m54u51. The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: on which firing did this occur? First firing. On this firing, were any staples deployed into the tissue? I wasn¿t there but the surgeon describes it as partial firing. There were b-shaped staples but a gaping hole where staples should have been deployed. For clarification, was the full length of the staple line fired? Apparently yes. For clarification, were there staples missing from the staple line? Visually yes. What was the shape of the deployed staples (b-formation, irregular, legs straight)? They say there were b-shaped staples found in the tissue and on the stapler (you may see this on the device returned). On this firing, did the device cut? Yes. On this firing, if the device cut, was the cut line complete? Yes. If the device stapled and cut, were the staple and cut lines equal in length? Please describe. No. It seems the staple line was partial.

Event description:
It was reported that during a low anterior resection procedure, the device was closed and fired as per IFU. When release trigger was pushed the tissue had not been approximated the entire length of the staple line. Almost as if it partially fired. You will see evidence of b staples in the returned device indicating it wasn't a lockout. Procedure completed with same/like device. There was no adverse consequence to the patient.